Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 450 mg/dl and the blood glucose was 480 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they have a back-up plan. Customer reported that they have contacted their health care professional regarding to the high blood glucose. Customer does not allege the insulin pump was under delivering. Customer was treated with bolus delivery for the high blood glucose. The customer was advised to change the entire infusion set, reservoir and insulin pump and treated as per the health care professional¿s instructions. The insulin pump will not be returned for analysis.